Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
The device was returned with two separations (the distal outer sheath and the tip). Additional information received from the account reported that during device release, the stent could not be advanced or removed from the inner layer of the shaft. The physician decided to advance the introducer and use it to cover the device; however, due to this action, the self expanding stent system (sess) became separated. No additional information was provided.

Event description:
It was reported that the 5.0/150 mm absolute pro self expanding stent system (sess) was advanced to the lesion. During the attempt to deploy the stent, only 1/6 of the stent released, and the thumbwheel lost traction. There was no resistance noted with the thumbwheel. After this, it was not possible to advance or withdraw the stent from the shaft (inner layer). The procedural sheath was advanced until the stent was completely covered, and the sess was removed with the stent, without complication. A non-abbott sess was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.